Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low glucose reading of 68 mg/dl and was advised to take oral glucose and recheck in 15 minutes, with follow-up advising a confirmatory fingerstick. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education provided by support personnel. Investigation of this case revealed no device alarm beyond the low glucose value and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.